Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. Customer's blood glucose was 43 mg/dl at the time of incident and also went up to 500mg/dl. Troubleshooting found that the pump programming is fine and the pump is functioning as designed. Customer was advised to monitor the pump and to follow up with their doctor regarding their low and high blood glucose and call back if further issues.

Manufacturer narrative:
After further review of the complaint, it was determined sections b5 was filled out incorrectly in the initial complaint. Section has been updated with the correct description of the event. Please reference MFR report number 2032227-2017-06072, for the reservoir.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was in the 500 mg/dl range. The customer treated via insulin pump bolus. The no delivery alarm was resolved by changing the infusion set and reservoir. Additionally, the customer experienced a recent blood glucose value of 43 mg/dl. The patient treated by drinking soda. During troubleshooting, the customer verified that the insulin pump programming was accurate. However, the status screen displayed 244 units of insulin while the reservoir actually contained 260 units. A displacement test was performed and passed. The insulin pump was not returned for analysis.